Event description:
A malfunction alarm labeled as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the resetting process, after which the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the issue reappears.